Manufacturer narrative:
(B)(4). Concomitant products: unknown acetabular cup, unknown liner, unknown head. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02054, 001825034-2017-02055, 0001825034-2017-02056, 0001825034-2017-02057.

Event description:
It was reported that a patient underwent a hip revision for unknown reasons. Attempts to obtain additional information have been made; however, no more is available.